Event description:
Too much bleeding so that patients ended up going to emergency room (ER) after egg retrieval. It happened to two patients in a row on wednesday (B)(6) 2023. ((B)(4) patient 1 & (B)(4) patient 2) the patients reported to the ER with pelvic pain, drop in hematocrit and required pain management. No transfusion was required. The same physician performed both egg retrieval procedures. No more than minimal bleeding was noted immediately after each surgery was performed. No abnormality or damage to the needles was identified on opening, during or after use.